Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. It was reported that after the trunk-ipsilateral leg component was implanted, angiography showed a small amount of contrast (origin unk) at the top left aspect of the graft. It was reported that after add'l ballooning was performed in the proximal neck to better seat the graft, angiography reportedly showed that the pt's aorta had ruptured in the reballooned area. It was reported three attempts were made to implant three aortic extender components to repair the rupture. However, these attempts resulted in distal device movement, which was reportedly due to the ballooning and the pt's divergent neck. A second trunk-ipsilateral leg component was then implanted to the level of the right renal artery, while intentionally covering the left renal artery, to create an aorto-uni-iliac bypass. A right to left femoral-femoral bypass was also performed. Final angiography showed resolution of the rupture with good distal perfusion to the left leg. The pt tolerated the procedure.